Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating. The customer informed that the station had been moved from a different location and was unable to view the device details in remote support service.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) received a call from customer reporting that the station was not communicating. Data synchronization logs were reviewed, which showed a retry error indicating that the last upload change tracking value of the station was lower than the minimum valid version, requiring manual recovery. The knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" was followed and the change tracking value was reset for the missing data, after which communication was successfully restored. The system functioned as intended after the technical support specialist troubleshot the device.